Event description:
Additional information received reported the device continued to perform the same as before.

Event description:
It was reported the patient had seen the manufacturer representative two or three times due to the patient losing therapeutic effect. It was stated that the device would shut off on its own and this was the reason for the loss of therapeutic effect. This occurred daily and it was unclear why. The loss of therapeutic effect occurred ¿a while ago¿ and it was stated it was intermittently helping because when it was on, the patient was not leaking. No falls or traumas were noted. The patient did feel stimulation vaginally when the device was on. When checking the device with the clinician programmer it showed the device being off. It was also off from (B)(6). It was noted the device was off ¿a lot of time.¿ when checking impedances, two values measured to be greater than 4,000 ohms. Settings were increased and the electrode combinations were in range. With electrode combination c+ and 3- the patient felt stimulation in the tailbone. When programming to c+ and 0-, the patient was feeling stimulation in the perineum at 3.4v and this was comfortable for the patient. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# v814697, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the issues were resolved with a lead revision. The patient was receiving effective therapy as of the date of this report.